Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 14sep2018. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the ventilator was inoperable and displayed an error code. It was unknown if the device was in use on a patient, however, no patient harm was reported. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report: 02nov2018. Date of manufacturer: 01nov2018. The customer corrected the reported issue by replacing the air and fan filters and let the unit run overnight.